Event description:
A malfunction occurred with the customer's pump, and no notable events took place prior to this issue. The customer's blood glucose level exceeded an acceptable range, showing as "high," but the specific value was unknown. The customer had not taken any actions to address the elevated blood glucose level aside from contacting technical support. Technical support provided instructions for resetting the pump, but the malfunction recurred after the reset. Consequently, technical support decided to replace the pump.